Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The taper junction of an intercalary stem dislocated a few days after surgery. Update as per first request response (B)(6) 2015: adverse consequences was a reduction under anaesthetic.

Manufacturer narrative:
An event regarding component disassociation involving an mrs femoral stem with femoral taper was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as product was not returned, it remains implanted. -medical records received and evaluation: a review of the one x-ray by a clinician consultants does not show any feature that might cast some light on the problem at hand. It confirms the problem but cannot reveal why things happened. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. The x-ray provided confirms the reported event however information such as product return and medical records detailing additional x-rays, the primary and revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The taper junction of an intercalary stem dislocated a few days after surgery. Update as per first request response (B)(6) 2015: adverse consequences was a reduction under anaesthetic.